Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a starclose se with a 6f sheath after an interventional procedure. Reportedly, the plunger of the starclose se device could not be "clicked" into place to deploy the locator wings and initiate sheath splitting. Manual arterial compression was applied for 20 minutes to achieve hemostasis. There was no reported adverse patient sequela. There was a reported 20 minute clinically significant delay in the entire procedure. After the device was removed from the patient, the plunger was pressed and the thumb advancer was fully advanced, the device was then fired. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - patient selection; the device was used in a calcified vessel. Evaluation summary: the device was returned for evaluation. Evaluation of the returned device found the plunger was partially retracted. The thumb advancer was fully advanced with the number 3 showing in the handle window. The sheath was completely split and the tube set was in post deployed alignment. The report that the plunger could not be clicked into place to deploy the locator wings and initiate sheath splitting could not be confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It was reported that the device was used in a mildly calcified vessel. The starclose se instructions for use (IFU) states: do not deploy the clip into areas of calcified plaque. The IFU also states: the safety and effectiveness have not been established in patients with fluoroscopically visible vessel calcium.